Event description:
Please note the attached complaint involves a device associated with an adverse event that is not manufactured by (B)(6) north america. The patient was diagnosed with a pd catheter (not a (B)(6) product) infection, and she was treated with oral and intraperitoneal (ip) antibiotics (drugs, dosages, frequency, duration not provided). The pdrn stated peritoneal effluent studies did not indicate the infection had progressed into peritonitis, and the patient was discharged home on (B)(6) 2026 in stable condition, the patient¿s surgeon determined the pd catheter did not require replacement, unless this course of antibiotics is unsuccessful in remediating the pc catheter infection. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).